Event description:
The reason for call was patient reported they need to speak with someone about the ins programming and the ins not working properly. Patient reported getting shocking when they are in certain position, off and on for about 2 months or longer and it hurts like hell. Patient stated last night they dropped to their knees and screamed because they were getting shocks. Patient reported in 2007 they would turn on the stimulator for couple months, and turn it off after couple months, and turned the ins off and never turned the ins back on. Patient reported the lead wires were hooked up to the wrong set of nerve, so the pain never left and patient never turned the ins back on. Patient stated this is their fifth medtronic stimulator and 5th operation. Patient stated this is the second time in 20 plus years they got shocked by a device. Patient stated their third medtronic ins shocked them every time they moved and they had to remove the ins because it was defective within two weeks. Patient stated their butt is very sore because they got shocked last night and today. Patient services (ps) asked if patient had falls or trauma and patient stated 3yrs ago she fell down / trip over the sidewalk and banged up their knee. Patient stated around last christmas 2021 they scabbed the knee because they walked into the gate at their apartment. Patient stated they go to the inland pain management clinic and see pa. Patent stated they told the pa about the issue two months ago and they said they will contact the manufacturer's rep, but patient has not heard back from anyone. Ps reviewed ps role and device function and recommend patient consult with hcp ofc for next steps.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that they first noticed the shocking about 2 months ago or maybe 3. The patient indicated that their doctor did not help them with the shocking. They were told to contact the manufacturer. The patient stated that they set up an appointment to meet with someone from the manufacturer, but the shocking fixed itself for the most part so they cancelled the appointment. The patient again noted that a week after their implant was put in they noticed they weren¿t getting the proper coverage. They stated that it was determined that the lead wires were on the ¿wrong nerve¿.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.